Event description:
It was reported that the pump stopped infusing diltiazem medication. Diltiazem was programmed as primary infusion at the rate of fifteen (15) ml/hr at 0904 with a dilute volume of 125ml on 10/22/2025. It was also reported ceftriaxone was running for fifty (50) ml over thirty (30) minutes. Ceftriaxone and diltiazem were stopped at 0934 and 0938 respectively. Through preliminary review of hl7 data, insight consultant was able to see that the diluent volume entered was 125ml although the volume to be infuse was for diltiazem was programmed at 75ml, the pump stopped once the vtbi was reached. There was no information on patient outcome. Customer declined to provide any further information.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report event of the ¿programming error¿¿ could not be confirmed; the suspect or concomitant devices were not returned for investigation. No suspect or concomitant devices were returned for this investigation; therefore, inspection and testing could not be carried out. The pcu device logs and the suspected pump module logs were not returned for analysis; however, an ¿infusion report from the day of the event¿ dated october 22, 2025, from 4:20 am to 9:38 am was provided. These reports do not contain information about keypress programming and are not validated for log analysis. It is not possible to confirm the drug identification without the pcu event logs to replicate the keypresses; the information shown was obtained from the records provided by the facility. Bd alaris¿ system with guardrails¿ suite mx (v12.3) states: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿programming error¿ could not be determined due to the suspect or concomitant devices not being returned for further investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump stopped infusing diltiazem medication. Diltiazem was programmed as primary infusion at the rate of fifteen (15) ml/hr at 0904 with a dilute volume of 125ml on (B)(6) 2025. It was also reported ceftriaxone was running for fifty (50) ml over thirty (30) minutes. Ceftriaxone and diltiazem were stopped at 0934 and 0938 respectively. Through preliminary review of hl7 data, insight consultant was able to see that the diluent volume entered was 125ml although the volume to be infuse was for diltiazem was programmed at 75ml, the pump stopped once the vtbi was reached. There was no information on patient outcome. Customer declined to provide any further information.